Event description:
The account stated that the architect c8000 analyzer generated discrepant glucose results. An initial result of 351 mg/dl was generated. The sample was repeated and a result of 161 mg/dl was generated. The results were not reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
This complaint is a result of a customer contacting baxter. The customer reported a complaint regarding one exeltra plus 210 - single use high flux dialyzer. The customer stated that the patients are complaining that they cannot clear the air from dialyzer. Note: the nurse requests transducers to be pushed into the machine properly in order to avoid the air entry. The nurse also requests from the patients to ensure that the red and blue dialysate hoses are pushed into the side of the dialyzer until a click is heard. Finally the nurse requests the venous and arterial lines to be screwed in properly to avoid air entry. The patients are also instructed to encircle awhile during priming with arterial on the bottom and venous on the top. A follow up was done via phone call; the customer stated that there are only a few patients that are having issues with the air in the dialyzer. The customer stated that she spoke to sales rep and he has offered assistance and tips to avoid air in the dialyzer. The customer stated that they are still trying to determine if there this is a training issue or a technical issue. There was no patient injury or medical intervention associated with the complaint

Manufacturer narrative:
(B)(4). The reported condition of being unable to clear air from the dialyzer could not be confirmed nor refuted as the implicated sample was not provided to the supplier for evaluation. The lot number was not provided, so no batch review was performed by the manufacturing facility. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The customer reported to a baxter sales rep that this issue was related to training and not related to a quality defect in the product.